Event description:
The following report was received from a bayer service representative: the site reported that a male patient had suffered an extravasation while connected to a medrad® stellant CT injection system. Post procedure the patient required surgical intervention of the upper extremity for compartmental syndrome. The customer stated in email correspondence to the bayer complaint handling group that the injector was working fine and has been eliminated as the cause of the extravasation. Request for additional details have been made and acknowledged by the customer, however no further information has been provided to date.

Manufacturer narrative:
Bayer service completed an injector checkout on november 16, 2021. The injector system was found to perform to specifications. The disposables and /or lot numbers of the disposables used in the reported incident are unknown at this time. If more information becomes available, an additional investigation will be performed, and a follow up report will be submitted. In the meantime, the customer is continuing to use the injector system. An offer for additional applications training has been made and declined by the site.